Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer sent the v60 vent to the international service center in (B)(6) for routine periodic maintenance. The service technician on (B)(6) 2016 identified the unit turned on, but the blower did not operate. There was no patient involvement.

Manufacturer narrative:
The motor controller (mc) board was returned to the v60 vent for evaluation. Visual inspection did not identify any signs of damage or contamination. The mc board was tested and the reported problem of blower not running could be reproduced. Testing results indicated that the nand gate u13 on the customer returned mc board had failed, which prevented the motor enable signal to be activated which in turn prevented the blower motor from running. Replacing u13 resolved the problem.